Event description:
On (B)(6) 2012, it was reported that the patient would undergo surgery for a cervical scar revision over her stimulator cord. Clinic notes dated (B)(6) 2012, were received which state that the patient recently had four seizures and since then she has felt that her scars have become more sensitive and painful. The patient also stated that she felt a lump in the mid-third of the cervical incision and is unhappy with its appearance. Per the notes, the wounds are healing well. It was stated that there was a small nodular scar inferior to the wound in the mid-third of the cervical incision that is most likely the restraint wrapped around the electrode. Regardless of this assessment, the patient stated that the lump was not there before the seizures and she wanted it removed. It was stated that this could be done under local anesthesia and that the patient was cautioned that any incision would heal with a scar. An attempt has been made for additional information; however, no additional information has been provided.

Event description:
Follow up with the physician found that the sensitivity and pain at the patient's scars were first observed in (B)(6) 2012. The physician stated there was no assessment on the relationship of the pain to vns. The event did not occur with stimulation and no patient manipulation or trauma occurred which may have caused or contributed to the event. No interventions were taken besides the surgery. It was stated that the nodule was surgically removed which resolved the patient's symptom. The diagnostics were provided as output ok, lead impedance ok, dcdc ok, and elective replacement no. No causal or contributory programming changes preceded the onset of the pain. The dates (B)(6) 2012 were provided; however, it is unknown which date the revision surgery occurred on, or if it occured on both days. No additional information was provided.

Manufacturer narrative:
.